Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) level displayed as high on the continuous glucose monitor (cgm). Cause was due to reported issue. Customer administered a correction bolus of insulin to address the high bg. Tandem customer technical support offered to complete a system check to identify the location of the blockage; however, the customer declined troubleshooting. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.